Event description:
On october 20, 1994, a 78 year old female patient, was noted to have 1 of 2 ports of patient's PICC line (with a luer lock) broken off and laying next to patient on bed. Patient was very restless. Physician notified and orders were completed immediately.